Event description:
Procedure: laparoscopic biloateral salpingectomy. Reportedly, the tissue began to adhere to the disposable laparoscopic ligature device during the procedure. The ligature then would not open and had to be pried open resulting in a piece breaking off. The broken piece was retrieved with no injury to the pt.